Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient experienced two episodes of severe hyperglycemia while using the ilet with a dexcom cgm, during which the dexcom and ilet displayed glucose values around 120¿130 mg/dl while capillary glucose measured as high as 580 mg/dl; insulin delivery was subsequently stopped by disconnecting from the ilet and the caregiver administered a manual insulin injection, after which glucose returned to range. Symptoms included hyperglycemia with moderate ketones. Outcomes included temporary interruption of automated insulin delivery and use of back-up insulin therapy at home without medical intervention. Customer care provided support that included review of the case details and associated history. Investigation of this case revealed an incongruent sensor glucose reading leading to inadequate insulin delivery and resultant hyperglycemia; the cause of the discordant cgm readings remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.